Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, when the balloon was delivered to the lesion and slowly inflated once until reaching exactly 6 atmospheres, it ruptured. The device was removed without any problem and replaced for a different model to complete the procedure. There were no complications, and patient status was good.